Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the device is not in the correct position.

Event description:
It was reported that the device is not in the correct position. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant position is incorrect. However despite requested no further information was received. A root cause for the reported issue cannot be determined. This is a final report.